Event description:
It was reported that a user experienced a pairing failure between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, and support guided the user to restart the ilet, toggle sensor setting, and reattempt pairing without using a magnet, with instruction to wait for sensor pairing to complete. No adverse clinical symptoms reported. Outcomes included no impact to health or medical intervention. User support included customer interview and guided troubleshooting. Investigation of this case revealed a sensor-to-pump communication pairing failure, with functionality restored through device restart, and reinitiation of the pairing process, indicating user setup and connectivity as the likely contributors. It was concluded, based on previously established findings for similar reports, that the cause was use error related to configuration and routine connectivity behavior.